Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had unexpected restart alarm buttons on the insulin pump did not react. The customer blood glucose level was 140 mg/dl. The insulin pump had button error and buttons were not working. The insulin pump will not be returned for analysis.